Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion, which was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarms. The cause was determined to be an ultrasonic sensor being out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusions during testing. There was no patient involvement. No additional information is available.